Event description:
The initial reporter stated they received discrepant results for two patient samples tested with elecsys hcg+b and a third patient sample tested with elecsys estradiol iii on a cobas e411 rack system. The first sample initially resulted in an hcg+b value of (B)(6). The sample was repeated since the laboratory has a policy to repeat samples recovering between 6 and 100 miu/ml. The repeat result was (B)(6). A new reagent pack was calibrated and the sample was repeated, resulting in a value of (B)(6) with a data flag. The second sample initially resulted in an hcg+b value of (B)(6). The sample was repeated, resulting in a value of (B)(6). The third sample initially resulted in an estradiol value of (B)(6). Due to issues the customer was having with other tests, the sample was repeated, resulting in an estradiol value of (B)(6). A new reagent pack was calibrated and the sample was repeated, resulting in a value of (B)(6). The customer did not know which results were correct.

Manufacturer narrative:
The last hcg+b and estradiol calibrations were ok and there were no alarms. Quality controls were within range before and after the event. Upon review of the alarm trace, insufficient sample volume and clot pipetting errors were observed. These are indicators of possible poor sample quality. The field service engineer determined the sipper flow path was blocked. The pinch valve tubing and other tubing were replaced, cleaning maintenance was performed, and the mixer was tested. Performance testing was run. Calibration and controls were successful. The investigation is ongoing.

Manufacturer narrative:
The patient samples were sent to another site for repeat testing using an unknown method and these results were deemed correct. The first sample had a repeat hcg+b value of < 1 miu/ml. The second sample had a repeat hcg+b value of 13 miu/ml. The third sample had a repeat estradiol value of 22.4 pg/ml. Calibration data was acceptable. The investigation determined the service actions resolved the issue.